Event description:
The patient contacted animas on (B)(6) 2013, reporting that they had a low blood glucose (bg) of 67mg/dl but not currently. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The following information was sent to tier 3 and customer support was unable to reach the patient to obtain additional information. There was no additional information at the time of this report. This report is made based on the allegation of the history settings issue.

Manufacturer narrative:
Follow-up #1 03/20/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A normal bolus and an audio bolus were performed successfully and they were both recorded accurately in the pump history. The pump was exercised for 24 hours without any errors or alarms occurring. The complaint was unable to be duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.